Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm loaded, but seal was not flared properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Prior to returning the device, the complainant provided a photo. Based on the photo, signs of clinical use with evidence of blood were observed on the loading device, on the delivery device and on the aortic cutter. The delivery device was outside the loading device and the seal and the tension spring assembly cannot be seen on the photo. The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood were observed on the loading device and on the delivery device including the tube. The seal and the tension spring assembly was not returned with the device. The delivery device was outside the loading device when it was returned. The blue slide lock was disengaged and the plunger was fully pressed on the delivery device indicating full deployment of the seal. Measurements for the delivery tube cannot be taken as it was heavily contaminated with blood. An evaluation of the seal cannot be performed as it was not returned with the device. Based on the photo provided, on the returned condition of the device and the results of evaluation, the reported failure mode "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm loaded, but seal was not flared properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.